Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. There was an informational power on reset (por) error code on the patient programmer. The por was not related to an overdischarge. Patient services reviewed the steps to clear the por which included pressing the sync key, pressing any arrow on the navigation, and pressing sync to complete the reset. The por was successfully cleared and the patient¿s therapy was turned back on and was adequate. There were no patient symptoms reported and no complications reported.